Event description:
Multiple application of radio frequency energy was given during an ablation of the rv outflow tract. The procedure was terminated during the last radio frequency application because the pt moved despite sedation. Appro 5 mins later, the pt experienced a drop in blood pressure and an increase in heart rate. The pt was placed in a trendelenberg position and fluids were started. Two dimensional echo revealed a pericardial effusion (cardiac tamponade). Pericardiocentesis was perfomed and the pt was then transferred to the operating room.